Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') and menorrhagia ('periods are rough') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida and parity 3. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criterion medically significant), premenstrual syndrome ("pms"), mood swings ("mood swings"), pain ("body aches to the core through every joint every night"), arthralgia ("body aches to the core through every joint every night"), disturbance in attention ("can't find time to concentrate or even think of a thought sometimes") and mental impairment ("can't find time to concentrate or even think of a thought sometimes"). The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy, bilateral salpingectomy and minerva endometrial ablation on (B)(6) 2018). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, menorrhagia, premenstrual syndrome, mood swings, pain, arthralgia, disturbance in attention and mental impairment outcome was unknown. The reporter considered arthralgia, disturbance in attention, menorrhagia, mental impairment, mood swings, pain, pelvic pain and premenstrual syndrome to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-jul-2020: medical records received. Reporter added. Event hysterectomy was replaced with chronic pelvic pain. Ablation procedure was added as treatment for menorrhagia. Essure removal date added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('hysterectomy') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida and parity 3. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced premenstrual syndrome ("pms"), mood swings ("mood swings"), menorrhagia ("periods are rough"), pain ("body aches to the core through every joint every night"), arthralgia ("body aches to the core through every joint every night"), disturbance in attention ("can't find time to concentrate or even think of a thought sometimes") and mental impairment ("can't find time to concentrate or even think of a thought sometimes"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the medical device removal, premenstrual syndrome, mood swings, menorrhagia, pain, arthralgia, disturbance in attention and mental impairment outcome was unknown. The reporter considered arthralgia, disturbance in attention, medical device removal, menorrhagia, mental impairment, mood swings, pain and premenstrual syndrome to be related to essure. Quality-safety evaluation of ptc: unable to complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: content from social media received: arthralgia, disturbance in attention, menorrhagia, mental impairment, mood swings, pain and premenstrual syndrome events were added. New reporter was added. Medical history added based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('hysterectomy') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida and parity 3. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced premenstrual syndrome ("pms"), mood swings ("mood swings"), menorrhagia ("periods are rough"), pain ("body aches to the core through every joint every night"), arthralgia ("body aches to the core through every joint every night"), disturbance in attention ("can't find time to concentrate or even think of a thought sometimes") and mental impairment ("can't find time to concentrate or even think of a thought sometimes"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the medical device removal, premenstrual syndrome, mood swings, menorrhagia, pain, arthralgia, disturbance in attention and mental impairment outcome was unknown. The reporter considered arthralgia, disturbance in attention, medical device removal, menorrhagia, mental impairment, mood swings, pain and premenstrual syndrome to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-jun-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') and menorrhagia ('periods are rough/ menorrhagia') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida and parity 3. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criterion medically significant), premenstrual syndrome ("pms"), mood swings ("mood swings"), pain ("body aches to the core through every joint every night"), arthralgia ("body aches to the core through every joint every night"), disturbance in attention ("can't find time to concentrate or even think of a thought sometimes"), mental impairment ("can't find time to concentrate or even think of a thought sometimes") and dysmenorrhoea ("severe dysmenorrhea"). The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy, bilateral salpingectomy and minerva endometrial ablation on (B)(6) 2018). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, menorrhagia, premenstrual syndrome, mood swings, pain, arthralgia, disturbance in attention, mental impairment and dysmenorrhoea outcome was unknown. The reporter considered arthralgia, disturbance in attention, dysmenorrhoea, menorrhagia, mental impairment, mood swings, pain, pelvic pain and premenstrual syndrome to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-oct-2020: pif received. Event added: dysmenorrhea. Reporter's information and essure insertion date was added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('hysterectomy') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.